Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported "no sound" which was reproduced during evaluation. The cause was determined during visual inspection to be a failing rear case which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced no sound. There was no patient involvement. No additional information is available.